Manufacturer narrative:
As reported, the 6mm x 30cm 155 saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter was used. However, it ruptured approximately six atmospheres (atm) during its initial inflation. Therefore, it was replaced with a new saber pta with different lot number. The procedure was completed by deb. There was no reported patient injury. The device was stored and handled as per the instruction for use (IFU). No damage was noted to the packaging of the device. There was no difficulty removing the product from the hoop, protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally. The lesion was the superficial femoral artery which had chronic total occlusion (cto). The lesion was severely calcified and was not tortuous. A contralateral approach was made from the left femoral artery. An unknown guidewire crossed and a 3mm saber rx was inflated. The same unknown indeflator was successfully used with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve nor while inserting through the guide catheter. Additional procedural details were requested but are unknown. The device was not returned for evaluation because it was discarded due to hospital regulation. A product history record (phr) review of lot 82211894 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of severe calcification and a chronic total occlusion may have contributed to the reported event as calcification is known to cause damage to balloon material. It is likely the balloon was damaged by calcification during delivery, or it may have been damaged by calcification during expansion. However, without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the 6mm x 30cm 155 saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter was used. However, it ruptured approximately 6 atmospheres (atm) during its initial inflation. Therefore, it was replaced with a new saber pta with different lot number. The procedure was completed by deb. There was no reported patient injury. The device was stored and handled as per the instruction for use (IFU). No damage was noted to the packaging of the device. There was no difficulty removing the product from the hoop, protective balloon cover, stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The lesion was the superficial femoral artery which had chronic total occlusion (cto). The lesion was severely calcified and was not tortuous. A contralateral approach was made from the left femoral artery. An unknown guidewire crossed and a 3mm saber rx was inflated. The same unknown indeflator was successfully used with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve nor while inserting the balloon through the guide catheter. Additional procedural details were requested but are unknown. The device will not be returned for evaluation because it was discarded due to hospital regulation.